Manufacturer narrative:
Trigger teeth and lockout tab. Evaluation summary: analysis results indicated physical evidence associated with user error. The analysis showed that the device was received closed, with the firing mechanism damaged, and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap appendectomy procedure, the instrument trigger stuck/locked up and would not fire. The procedure was changed to an open as planned. Procedure completed with another device. There was no patient consequence.